Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after opening the reload from the sterile packaging, the reload appeared to be damaged. The staple retaining caps were off and the cartridge decks were bent outward. This was one of the last two reloads in the box. The reload was not used and the case was completed with additional reloads of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g reload was received unfired. Upon further visual inspection the reload was noted to have the pan dislodged, cartridge deck damaged and several drivers missing, making the reload non-functional. No further functional testing could be performed due to the condition of the device. No conclusion could be reached as to how the cartridge became damage however it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The reported event could not be confirmed as the reload was received out of its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process.